Event description:
It was reported that the patient underwent a procedure for tlif at l4-l5 to treat lumbar radiculopathy. Sea spine peek interbody cage was placed at l4-5 with autograft, allograft and rhbmp-2/acs. At 8 months post-op, results of x-rays shows there has been posterior lumbar fusion at l4-l5 using intrapedicular screws and rods. Prosthetic disc cage at l4-l5 appears to be posteriorly displaced approximately 6-8 mm, unchanged since prior exam when taking into account slight differences in technique. Vertebral line appears to be well preserved. No fractures or loss of vertebral height is identified. When compared to prior exam and taking into account differences in technique and angulation, there has been no significant change from prior exam. At 30 months post-op, the patient was seen for follow-up. It was noted that he continues to have pain in the lower back and down the left leg. Notes indicate a possible non-fusion. At 32 months post-op, the patient was seen for follow-up with pain. He has bilateral lumbosacral back pain, occasionally left buttock, with numbness and tingling in the left leg. Patient was seen and thought to have pseudoarthrosis. Patient is scheduled for an exploration of fusion for concerns about a possible non-union. At 33 months post-op, the patient was seen for follow-up for scan results. Per the dictated notes, ¿the patient is status post a fall from a roof and l4-l5 transforaminal lumbar fusion. He had complete resolution of his leg and lower extremity weakness, as he had a foot drop preoperatively. His only complaints are that he has ongoing, very focal, lumbosacral back pain. There is no radicular myelopathic component. His CT scan appears to show bridging bone within one of his cages. There is minimal posterolateral fusion mass, but no evidence of hardware loosening and minimal changes at the l3-l4 level. At this point, I had a long discussion with him regarding the fact that I do not know that any further fusion type procedures or diagnosis of nonunion are appropriate given the fact that his back pain never really improved even after surgery. I think I would try and rule out other sources of potential pain and, therefore, we are going to set him up with a chronic pain management to manage his medications, diagnostic facet blocks and if those are diagnostic then proceed to radiofrequency ablation, try and continue to maximize his rehabilitation and proceed accordingly.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.